Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead with the connector pin measuring 23.3cm was returned for analysis. Final analysis found an external insulation abrasion was noted at 21.2-22.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.